Manufacturer narrative:
Height: 160 feet. Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information has been requested however, no additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on february 26, 2016 (B)(4).

Event description:
It was reported that the space of the sampling port is blocked with urine sediment and it is difficult to take the sample.